Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under the therapy electrodes described as red and bumpy skin. The patient's nurse dressed the affected area which helped the skin improve. Follow-up indicated that the rash was getting better with use of an ointment.